Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and found to have a broken proximal clevis at the base of the clevis. The clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis show damage which may indicate potential mishandling/misuse. All additional findings are related to the breaking of the proximal clevis of the tube extension. Additional observation(s) not reported by site: the instrument was found to have broken grip cables at the proximal clevis hole. The cables were fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found broken clevis breaking to cause the broken grips cables. The instrument was found to have a broken distal pitch cable at the proximal clevis hole. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found broken clevis breaking to cause the broken pitch cables. The instrument was found to have a broken conductor wire at proximal clevis. The instrument failed the electrical continuity test. No signs of thermal damage were observed. The complaint regarding the broken device was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted surgical procedure that the monopolar curved scissors (mcs) instrument broke. The procedure was completed with no reports of patient injury.